Event description:
The old lead had voltage of .8, however, the resistance was only 200, indication of a possible shortage. Fluoroscopy -pacemaker wires appear broken on 1/1. Or 1/2/96 -new pacemaker lead generator. Due to continued non-capture pt transfer to another facility for further evaluation workup.